Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021. During examination of lead, it was noted that the left ventricular (lv) lead was not capturing. The clinician performed tests on the lead and suggested it was due to dislodgement of the lv lead. The lead was reprogrammed the lv lead which resolved the issue. There were no adverse consequences to the patient. .